Event description:
Quiklok wheelchair clamps, designed for use on manual wheelchairs, are incorrectly being used to secure electrically powered wheelchairs, when they are being carried in vehicles. All those involved with the provision of wheelchairs and their carriage in vehicles should be made aware that ratchet type clamps made by unwins safety systems ltd should not be used to secure electrically powered wheelchairs, (unless written permission from unwins, or the wheelchair MFR, has been obtained). It has been reported that powered wheelchairs are being secured in vehicles using the "quiklok" ratchet type clamps, made by unwin safety systems ltd. The MFR is aware of this and has for some time been emphasising to users that the clamps are designed for use with manual wheelchairs only. These clamps are not suitable for use with most powered wheelchairs due to both the increased weight of the wheelchair and the construction of such chairs preventing the clamps from being properly attached to the wheelchair in accordance with the clamp mfrs instructions. Powered wheelchairs should be secured using other more suitable forms of tie-down sys, eg 4 point webbing.